Manufacturer narrative:
Reference record (B)(4). The international list number is unknown, catalog number is the similar us list number. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient experienced phytobezoar. The device was removed, at the end of the intestinal tube a double knot and phytobezoar were observed.